Manufacturer narrative:
Concomitant medical products: product ID: 419688 lead, implanted: (B)(6) 2013; product ID: dtba1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high out of range impedance on the rv coil and the superior vena cava (svc) coil. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.